Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 18 mmol/l. The customer reverted to his back-up plan and lowered his blood glucose to 3.6 mmol/l. The customer was advised that there may have been a possible occlusion. The customer explained that he changed the infusion set and reservoir, but the issue persisted. The customer confirmed that drops were coming out at the end of the cannula. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.